Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon device interrogation, the left ventricular lead exhibited loss of capture; the lead was dislodged. The lead was explanted and replaced. The patient was stable before, during and post procedure.